Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had an MRI done and forgot to take the insulin pump off and then, the insulin pump alarmed motor error, motor position encoder error and check settings. The drive support cap is recessed. Blood glucose value was 83 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.